Manufacturer narrative:
Date of event: unknown. (B)(6). PMA/510(k) #: there is no 510(k) given for this device. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. No DHR was performed.

Event description:
It was reported that bd vacutainer® c&s boric acid kit sodium borate/formate had multiple defects: broken stoppers, opened tubes, lack of vacuum, and broken cannulas. No report of injury or medical intervention. No report of blood exposure to mucous membrane.